Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 29mm pericardial mitral valve was disabled after an implant duration of approximately seven years due to unknown reasons. A second device, a 29mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. No additional details were provided.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, with updated description summary. ER by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required valve in valve intervention to treat the thrombosis. As the device remained implanted, the root cause of the event remains indeterminable at this time; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe mitral valve stenosis and moderate-to-severe regurgitation secondary to bioprosthetic valve thrombosis. It was reported patient presented with severe leaflet restriction of the prosthetic valve. A second device, a 9300tfx 29mm, was implanted in the mitral position using a valve-in-valve procedure. The patient tolerated the procedure well. Patient was taken to the cvicu after going to the head CT. On postoperative echocardiogram the patient had no paravalvular leak and a well-functioning bioprosthetic valve in the mitral position with no significant outflow tract gradient.